Event description:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2015 to facilitate removal of the abutment, and the implant site was sutured closed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.